Event description:
It was reported that during a surgical procedure forward firing was observed. The procedure was completed with a second fiber. No additional information was provided. The patient status was reported as: "ok."

Manufacturer narrative:
(B)(4). No code available) refers to forward firing of the side firing surgical fiber; a code request has been submitted.